Event description:
Event description guidant received information that one day post implant of this implantable cardioverter defibrillator (ICD), the impedances on both the atrial and ventricular leads had increased slightly. Two days post implant the measurements were greater than 3000 ohms.